Event description:
Clinical report states that the patient was revised because of osteolysis.

Manufacturer narrative:
Update: (B)(6) 2012 - litigation papers received. Litigation provided the correct date of implantation - (B)(6) 2006. The patient also had elevated levels of cobalt-chromium. There is no new additional information that would affect the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Clinical report states that the patient was revised because of osteolysis. **update** (B)(4) 2012 - litigation papers received. Litigation provided the correct date of implantation - (B)(6) 2006. The patient also had elevated levels of cobalt-chromium. There is no new additional information that would affect the outcome of the investigation. *update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain and corrosion. Records are available for further review.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.